Event description:
It was reported that the lead exhibited high impedance. A lead fracture was suspected. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the outer coil was fractured and the insulations damaged at 26.5 cm. The location and mode of the damage is consistent with that produced by clavicular crush.